Event description:
It was reported that the patient had difficulties connecting the screw of the system controller to the mobile power unit (mpu) connection; it was noted to have been very stiff. The mpu was operating as expected but was to be changed to a new one.

Manufacturer narrative:
A2 - patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the controller power cables to the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis and was evaluated and tested. The lemo connectors were inspected and the o-rings on both connectors were found to be damaged; the damage to this o-rings would have contributed to the difficulty in connecting to the mpu. The mpu was functionally tested and passed, the damage to the o-rings did not prevent the mpu from supplying power to the system. The patient cable was replaced and the mpu was retested to be ready for clinical use. The root cause of the reported event was conclusively determined to be caused by damage to the o-rings on the connectors. Rubber encasing around connector was also found to have been loose. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.